Event description:
It was reported that pump experienced malfunction with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump, confirmed malfunction did not recur, advised that pump could continue to be used, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.